Manufacturer narrative:
Device received with a critical pump error (open book error) due to corroded electronic assembly. The motor and battery tube assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged from the water. The customer blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.